Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Three opened 2.4 sb slit knives tip down in bp trays with no lot information were received for the report of dull blades. Samples were visually inspected and all were found to be nonconforming with bent tip. Penetration testing could not be performed due to the damage of the samples. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of dull blades. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened samples are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during cataract surgery an ophthalmic knife was unable to penetrate the patient eye due to dullness. The surgery was completed on the same day using an alternative knife, and there was no patient harm. This complaint is pertaining the three of nine reports received from the initial reporter.